Event description:
The customer reported that when he was calibrating with his insulin pump, he could only occasionally get past the point of answering yes or no for whether he wants to calibrate. The customer further stated that sometimes it would not ask if he wanted to calibrate, and it would ask if he wanted to do a bolus, even when the customer entered yes to calibrate. The customer was advised that after the insulin pump asks if he wants to calibrate and he says yes, the insulin pump will go back to the home screen. The customer insisted the insulin pump was not always behaving the way it should. His blood glucose was 220 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump communicated properly with test minilink transmitter and glucose sensor simulator. Several boluses were programmed and delivered. No bolus anomaly noted. Insulin pump calibrated to sensor properly. Insulin pump had a cracked case near display window corners noted during visual inspection.